Event description:
Revision surgery was performed to remove the subject bipolar hip head shell component as well as a bipolar liner and subject of same co internal reference #. Revision surgery was reportedly due to dislocation of the components.

Manufacturer narrative:
H3-the returned device was dimensionally inspected and found to meet spec requirements. No further investigation is planned.